Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 2, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an "apply sample" message. No response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. In 2009, the patient reportedly increased his medication (unspecified type and dose). The "apply sample" message began at about 4 days later at 5pm. Sometime after the product issue began, the patient allegedly developed symptoms of "thirsty and tired." The patient did not receive any treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the sample could be drawn into the test area, and the product issue was not resolved with a new test strip vial. This complaint is being reported because the patient claimed she had symptoms that can be associated with hyperglycemia after the product issue began. Replacement products were sent to the patient.